Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a hemodialysis catheter. The customer states a small pin prick, with leaking blood, was found on the back end of the catheter. Patient was placed on prophylactic antibiotics and catheter was replaced.